Event description:
Information received by medtronic indicated that the insulin pump looses connection with transmitter. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Sw 2.3a. On (B)(6) 2021 customer alleged the pump having lost sensor alarm. Unit had displacement test. Unit received lost sensor alarm when connecting to sensor simulator. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Swapping out test boards confirms lost sensor alarm is isolated to rf board. Unit had scratched case, stained address/serial number label. The test reservoir locked in place properly and no anomaly noted. Lost sensor alarms, problem isolated to rf board was confirmed.